Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the pilot balloon does not inflate during pre-test. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed on the serial# provided and there were no issues found that could have contributed to the reported failure. All processes were executed according to the standard operating methods. Reported complaint was unconfirmed as the defective sample has not been returned for investigation at this time. If the complaint sample is returned an investigation will be conducted and a follow-up report will be submitted.

Event description:
The event is reported as: the customer alleges the pilot balloon does not inflate during pre-test. There was no patient involvement reported.